Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on helix mechanism.

Event description:
It was reported that approximately one and a half months post implant, the atrial lead dislodged. The physician was not be able to reposition due to patient anatomy and the physician thought the lead may have been damaged when a new access site was obtained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.